Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin infusion set caused her to undergo hypoglycemic symptoms. The customer's blood glucose reading was 24 mg/dl. The customer sensor had a bent transmitter that she stated was sitting for 2 years. The sensor was flashing the red led light every 2 seconds. The customer was advised to discontinue the use of the sensor. The customer was advised that the sensor would be replaced, and provided with a canister and replacement transmitter.